Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The commander delivery system was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. A review of patient's anatomy showed calcification and tortuosity in the access vessels and abdominal aorta. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A device history record (DHR) and a lot history review were unable to be performed as no work order was provided. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The following instructions were reviewed: IFU for commander delivery system, s3u commander preparation training manual, s3u commander procedural training manual. A review of IFU/training materials revealed no deficiencies. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for withdrawal difficulty was unable to be confirmed as neither the complaint device nor applicable imagery were returned for evaluation. Per report, ''at that we point attempted to pull the commander system back into the sheath, all measures were tried and the valve looked as if it was diving and was caught on something.'' The provided patient imagery revealed the right access vessel was calcified and tortuous. Access vessel tortuosity and calcification can increase the likelihood of withdrawal difficulty as they can cause non-coaxial retrieval of the delivery system. If the valve was still crimped on the balloon during a non-coaxial retrieval, it can get caught on the sheath tip and contribute to withdrawal difficulties. While a definitive root cause is unable to be determined, available information suggests that patient (calcification, tortuosity) and/or procedural factors (non-coaxial withdrawal) may have contributed to the complaint events. In this case, the cause of the perforation cannot be confirmed, however, may be related to patient/procedural factors. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation and corrective/preventative actions (CAPA) are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve, the physician misaligned the valve and the team decided to remove the system. Upon removal, they were unable to withdraw the valve through the sheath. The valve was deployed in the thoracic aorta. A second valve was deployed in the annulus successfully. After removal of the sheath, a perforation in the right common iliac was noted and a covered stent was placed. The patient is stable post procedure.